Manufacturer narrative:
One device was received for evaluation. The event history log revealed several system fault 44508 alarms. Functional testing was unable to duplicate the reported problem. The root cause was unable to be established. The main board was replaced as a preventative measure. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error code with a red screen. There was no patient involvement.